Manufacturer narrative:
The ge service rep performed an on-site investigation. The software was reloaded and the cmos battery on the central processing unit pwb was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system did not display images. No pt injury was reported.